Event description:
Slight resistance when attempting to obtain wedge pressure. Question of balloon leak or rupture. Baystate medical center submits this report pursuant to the provision of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.